Manufacturer narrative:
No conclusion can be drawn as repair information is available. However, no report of pt or staff injury was reported.

Event description:
The customer reported that the system had live image loss on left monitor. No pt injury was reported.